Event description:
It was reported that an angio-seal was selected for use post diagnostic procedure. Approx four hours later, the pt was discharged from the hospital. As the pt was climbing into the truck and turned to grab the seat belt, the pt felt pain and a pop in the groin. The pt went back to the hospital and was admitted. Upon examination, it was determined that a hematoma had formed, and possible pseudoaneurysm. The pt was placed on bedrest and a femostop was applied for several hours. Surgical intervention was not required and the pt was discharged the next day. The pt went for a follow-up visit two weeks later, and was reported to be doing well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.